Event description:
It was reported that error 269 (lasing and safety wam up failed to get to the threshold) was displayed. The procedure was completed with the 80 watt holmium laser. It was further noted that the patient experienced hematuria requiring a transfusion. The patient was brought back to the operating room for fulguration and clot evacuation. No further patient consequences were reported.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned laser source did not identify defects that could potentially lead to the reported error message. Additionally, the console was serviced onsite by a field service engineer (fse). The fse replaced the pump, chiller and three bricks on channels 1, 3, and 4. The coolant was filled. The aiming beam alignment was adjusted. The fse observed that the high reflector (hr) optic on channel 2 was slightly pitted, so he replaced the channel 2 hr optic. The beam mode was adjusted for all four channels. The laser console passed full functional and electrical safety testing. Based on analysis results and the available information, after the field service engineer changed the components, the issue was resolved. It is likely that the chiller, water pump, the 3 bricks and the hr optic were defective requiring replacement, which could have contributed to the reported difficulty. Therefore, the reported error message is confirmed. A conclusion code of cause traced to component failure was assigned to this investigation. The reported patient symptom of hematuria is a known risk associated with use of these devices as indicated in the instructions for use. Therefore, a cause code of known inherent risk of device was assigned to the reported adverse event.

Event description:
It was reported that error 269 (lasing and safety wam up failed to get to the threshold) was displayed. The procedure was completed with the 80 watt holmium laser. It was further noted that the patient experienced hematuria requiring a transfusion. The patient was brought back to the operating room for fulguration and clot evacuation. No further patient consequences were reported.